Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power switching occurred on the battery when the capacity was greater than twenty five percent which caused a controller power up and motor start. The battery was exchanged. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the manufacturer received product performance data and the controller tested out of specification during manufacturer¿s analysis. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The returned event could not be duplicated during bench testing. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of data log files revealed premature power switching events due to momentary disconnections involving the battery. Analysis of event log files revealed a controller power up event with an associated motor start on 05/16/2018, at 16:03:19. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 82% relative state of charge (rsoc) and a battery was connected to power port two (2). Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that a battery was connected to power port (1) and a battery was connected to power port two (2). The controller was without power for 8 seconds. As a result, the reported events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of reported power switching event can be attributed to momentary disconnections. An internal investigation evaluated momentary disconnections. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller 2.0 d4: controller 2.0 / con309428 / model #: 1420 / expiration date: 2018-08-31 UDI #: 00888707000420 d10: no h3: yes h4: mfg date: 2017-08-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63052 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4315 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the controller had an unexpected loss of power.